Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited noise. The noise could be reproduced with isometrics. Patient complained of an unspecified feeling during isometrics. The device was explanted. The patient's condition was good post procedure.